Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31510266l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation, and the patient experienced cardiac tamponade that required pericardiocentesis. Cardiac tamponade occurred during the procedure. Pericardiocentesis was provided. The patient required extended hospitalization. The patient improved. The physician's opinion on the cause of the adverse event was the procedure. The event specifically occurred during cti (cavotricuspid isthmus) ablation with biotronik alcath flutter flux black g extra catheter. Atrial fibrillation ablation was conducted first with a qdot catheter, and then it was changed to a biotronik for cti. Procedural activated clotting time (act) was 250-300. There was no evidence of steam pop. There was no error message observed on biosense webster equipment during the procedure.